Event description:
The clinician reports the implant was inserted on (B)(6) 2014 in ada 19. Details of surgery: primary stability not achieved and ridge augmentation. On (B)(6) 2025, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain, mobility, swelling, bleeding and fistula. No further patient complications were reported.